Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the primary surgery was conducted on (B)(6) 2025. Dislocation of the glenoid component was reported. The impact on pain and range of motion was unclear. The physician commented that the cause was the patient's bone quality issues and the inherently low bone stock in the glenoid cavity. Images of x-ray are unavailable. The revision surgery was conducted on (B)(6) 2026.

Manufacturer narrative:
The reported event could not be confirmed because the device was not returned for evaluation and no additional evidence was provided. Device inspection was not possible, as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities; therefore, no corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design-related issues were identified during the investigation. More detailed information about the complaint event and the affected device would be required to determine the root cause of the event. If the device is returned or additional information becomes available, the investigation report will be reassessed.

Event description:
It was reported that, the primary surgery was conducted on (B)(6) 2025. Dislocation of the glenoid component was reported. The impact on pain and range of motion was unclear. The physician commented that the cause was the patient's bone quality issues and the inherently low bone stock in the glenoid cavity. Images of x-ray are unavailable. The revision surgery was conducted on (B)(6) 2026.